Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/30/2009. The event of cancer breast is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, cancer breast. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported diagnosis with left side breast cancer. Healthcare professional reported additional events of "poss. Extracapsular rupture". Device has been explanted.